Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported that the implant had to be redone because "one of the leads was not tightened properly". The device and lead remains in use. No patient complications have been reported as a result of this event.